Event description:
Caller states patient tested 7.9 inr on the coaguchek xs system while comparison labs returned as 4.1 inr and 4.6 inr. Patient's warfarin dose was adjusted based first on the meter and then on the lab values. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.